Manufacturer narrative:
(Required intervention) - evaluation results: endoleak. Angulated aortic neck.

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The vessels had moderate tortuosity and moderate calcification. The aortic neck had moderate anterior angulation. It was 22 mm in diameter and 13 mm long. It was reported the final angiogram revealed a slight type 1 endoleak. The physician elected to place a palmaz stent, and this successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.